Event description:
It was reported that patient experienced meningitis (B)(6) and was being treated empirically. Patient symptoms included "altered mental status", fever, pain and less than 50% therapy relief. In regards to the device it was stated that a catheter dye study was planned. Patient status as of the date of this report was noted as "alive with no injury". Drugs delivered via the device were dilaudid and, bupivacaine the pump and the catheter were later received. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported that the patient remained on antibiotics; reimplantation was planned and there were no other problems.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2008-(B)(6), explanted: unk. (B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly. The catheter showed coring, tears and cuts in the sutureless connector seal. No leak was observed in the lab and there was no allegation of a leak from the field.

Event description:
The meningitis was reported as an infection.

Manufacturer narrative:
The previously reported conclusion no longer applies to this event. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient receiving intrathecal dilaudid 40 mg/ml at 10.991 mg/day and bupivacaine 15 mg/ml at 4.122 mg/day. The device was removed due to leak, causing infection/hospital stay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.